Manufacturer narrative:
Product complaint # (B)(4) investigation summary - examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative:  added d4(lot#), d10 and h4. Corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the three head trials were found to be scratched during the case. The reason for the scratches is unknown. They are consignment trials and will need to be replaced.